Event description:
It was reported that patient underwent revision surgery on (B)(6) 2023, due to a broken plate. Patient was stable during surgery and postoperatively. It was determined during device receipt that additional concomitant items were broken and therefore added to the complaint for investigation. This report is for one 5.0mm cannulated locking screw 65mm for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Unknown when device broke. Unknown date in 2023 d10 concomitant therapy date (B)(6) 2023. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: manufacturing location: monument. Manufacturing date: 22-jun-2022. Part number: 02.205.065, 5.0mm cannulated locking screw 65mm. Lot number: 820p187 (non-sterile). Production order traveler met all inspection acceptance criteria apart from the two pieces noted. Inspection sheet, inspect turn, wobble broach, mill shaft threads / head threads / flutes and final inspection, met all inspection acceptance criteria. Packaging label log (pll) , was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 11222, 316l**ri8.50. Lot number: 612p913. Inspection instruction met all inspection acceptance criteria. Certificate of tests was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.